Manufacturer narrative:
Age at time of event; 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a drainage procedure of the biliary tract, the catheter was broken. In (B)(6) 2014, the expel¿ drainage catheter with twist-loc¿ hub was implanted into biliary system. The procedure was completed without issue. In (B)(6) 2015, the catheter was to be removed and the distal section of the device was broken into 4 sections and remained in inside the duodenum of the patient. No additional patient complications were reported and the patient's status is stable.